Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a field service engineer completed preventive maintenance on the cobas 6000 e 601 module (e601). The customer ran controls on all assays and all were acceptable except for one control level on one test. The control was repeated and was then acceptable. The customer then started running routine patient samples. The customer noticed that some results in their computer system had some quality assurance checks, but did not think there were any issues and reported the results outside of the laboratory. Three hours later, a physician called stating that they had a patient result for the elecsys testosterone ii assay (testo) that could not be correct. The customer then determined that many results from many samples were not valid. The customer stopped using the system and called the field service engineer back. The engineer primed the system reagents, checked the sample probe, performed system air purges, and performed other actions. He determined that the cause was the gear pump pressure which he adjusted. Controls were run and passed within the customer's guidelines. Samples results also matched after these service actions. The customer stated that (B)(4) incorrect test results had been reported outside of the laboratory during a three hour time period. After the engineer resolved the issue, the customer repeated an unspecified number of samples that were initially tested between (B)(6) 2016. The customer provided data for a total of 45 patient samples tested for multiple assays, of these 37 had erroneous initial results. Affected tests include testo, elecsys total psa immunoassay (psa), elecsys ferritin (ferr), elecsys pth immunoassay (pth), and elecsys shbg (shbg). The repeat results were believed to be correct and corrected reports were issued. Refer to attachment 3 for all patient data. The first patient was not treated based on the initial ferr result since historical results from this patient were closer to the repeat result. A corrected report for this patient was issued on (B)(6) 2018. This patient came back to the emergency room on (B)(6) 2018 and the corrected ferr result was seen at this point. The patient was transferred to the pediatric intensive care unit for treatment and was discharged on (B)(6) 2018. Patient care was not affected for all other patients. No adverse events were alleged. The ferr reagent lot number was 253880. The reagent expiration date was asked for, but not provided. The shbg reagent lot number was 24617401, with an expiration date of 10/31/2018. The testo reagent lot number was 27898404, with an expiration date of 01/31/2019. The pth reagent lot number was 302666. The reagent expiration date was asked for, but not provided. The psa reagent lot number was 260732. The reagent expiration date was asked for, but not provided. Investigations determined that the issue was resolved by the service actions.